Event description:
Approx 30 minutes after the iab was inserted in the left femoral artery, the intra-aortic balloon pump experienced high pressure alarms. As a result of this, the iab was removed and replaced. There were no associated pt complications.